Manufacturer narrative:
It was reported that the lining under right hallux wore through and caused an callus with a large wound underneath the callus on right hallux. Patient is diabetic. Patient went to his podiatrist, who cleaned the wound and provided a dressing, and recommended to stay off the foot as much as possible. Patient was not hospitalized. Podiatrist is concerned amputation may be required. If additional information regarding the reported event is submitted at a future date a supplemental report to this document will be provided.

Event description:
Lining under right hallux wore through and caused an callus with a large wound underneath the callus on right hallux. Patient is diabetic. Patient went to his podiatrist, who cleaned the wound and provided a dressing, and recommended to stay off the foot as much as possible. Patient was not hospitalized. Podiatrist is concerned amputation may be required.